Event description:
A malfunction alarm was reported with code malf 12 due to a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the issue did not recur. The customer was advised to continue using the pump and to report if the malfunction reappears.